Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.d evice evaluated by MFR: the steerable guide catheter was reportedly discarded.

Event description:
Patient ID: (B)(4). This was filed on the steerable guide catheter for the atrial septal defect. It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4+. Three clips were implanted and the mr was reduced to grade 1+. On (B)(6) 2019, the patient began to experience symptoms of congestive heart failure, that was likely due to uncontrolled atrial fibrillation and recurrent mitral regurgitation. The patient was re-hospitalized on (B)(6) 2019. Cardiothoracic surgical consult was made and the patient underwent mitral valve replacement, placement of a tricuspid ring, left atrial appendage clip, a modified maze procedure and atrial septal defect (asd) closure. The patient remained in the intensive care unit for three days; however, her rhythm required a pacer, which was placed on (B)(6) 2019. The patient was discharged to home. Additional information was requested.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip delivery system referenced in b5 is filed under a separate medwatch report number. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed for atrial septal defect, requiring intervention. It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4+. Three clips were implanted and the mr was reduced to grade 1+. On (B)(6) 2019, the patient began to experience symptoms of congestive heart failure, that was likely due to uncontrolled atrial fibrillation and recurrent mitral regurgitation. The patient was re-hospitalized on (B)(6) 2019. Cardiothoracic surgical consult was made and the patient underwent mitral valve replacement, placement of a tricuspid ring, left atrial appendage clip, a modified maze procedure and atrial septal defect (asd) closure. The patient remained in the intensive care unit for three days; however, her rhythm required a pacer, which was placed on (B)(6) 2019. The patient was discharged to home. No additional information was provided.